Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endo eye exhibited without, 3-dimension glasses at a distance of 30mmthe image overlaps horizontally and shows no, vertical displacement and the 3d image failed. There was no patient involvement.